Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts have been made by tandem technical support to troubleshoot with the customer. Although requested, no additional information was received.